Event description:
It was reported that the ipg was explanted and replaced on jan 12, 2022. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient was getting a replace generator soon error message. As a result, surgical intervention may occur to address the issue.